Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on b)(6) 2019, the patient experienced a skin reaction. On (B)(6) 2019 dexcom staff clinical customer advocate performed a follow-up phone call and contacted the patient¿s mother to retrieve more information. The patients mother stated the sensor was inserted into the patients left upper buttocks on sunday (no date given). The patients mother stated on a wednesday (B)(6) 2019 (approximate date), the patient complained of pain at the sensor insertion site. Upon sensor removal, the mother described the area was infected. The mother reported the patient was evaluated in the emergency room (no date given) and was prescribed a 15-day course of oral antibiotics and topical antibiotic ointment. At the time of contact, the patients mother stated the infection has improved with the antibiotic regiments. No additional event or patient information is available.